Event description:
The customer's husband stated that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 374 mg/dl. Troubleshooting could not be performed because the customer was not available at the time of the phone call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.